Manufacturer narrative:
Eval results: a lot order search was performed on both the ftp and the cartridge, and there were no similar complaints found.

Event description:
It was reported that the surgeon inserted a competitor's lens using the foam tip plunger, and a haptic was overrode and torn during insertion. The incision was enlarged to remove the lens but no sutures were needed.